Event description:
It was reported via e-mail that the customer had a doctor's visit due to her low blood glucose. It was stated that the customer wants to be sure her insulin pump is functioning properly. No further information was provided. Attempted to contact the customer several times with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.